Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not observed with the device. The device was put through extensive testing including bench hanlding, power cycling, full functionality testing and stress tesing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence related to the report. However, the customer's report was observed in a video provided for review. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.